Event description:
It was reported that the right ventricular (rv) lead was prophylactically capped and replaced on (B)(6) 2026. An x-ray was performed, and no anomalies were noted on the rv lead. The patient was discharged after the procedure.